Event description:
Following a laparoscopic surgical procedure a pin was discovered missing from the dissector used for the procedure. Instrument was sent for repair to an independent repair co. On 3-24-97 and returned to facility 4-11-97. This was first case for instruments use since repair. The nature of the problem is in no way related to the recent repair, but was, in fact, a small pen that is located in the hinges of the jaw mechanism. This pin is located on the distal tip of the instrument. When the instrument was here for repair the black shaft was rotating around the instrument and as stated in your purchase order that the shaft should not rotate. The pin that fell out of the hinge mechanism is related to the instruments original MFR and unfortunately is not that uncommon an occurrence. In light of the fact that this instrument was in for repair so recently, co. Has repaired the pin as a courtesy.